Manufacturer narrative:
The manufacturer's field service engineer was able to duplicate the reported problem. The manufacturer's field service engineer repaired the unit by replacing the user interface board. The device is back in service.

Event description:
Customer reported that the unit has intermittent issue with turning off and sometimes will not turn on. The customer reported that the device was not in clinical use at the time the issue was discovered.